Manufacturer narrative:
(B)(4). No complaint was received with return of device. Conclusion- failure event observed during analysis. Final analysis found insulation degradation at 4.8 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.